Event description:
In 2009, the lay user/reporter, the pt's mother, contacted lifescan (lfs) to report the one touch ultra 2 meter was giving inaccurately high readings. Four days later, the technical service rep (tsr) spoke with the reporter to obtain and clarify info. On the day of contact, at 12:45 pm, the pt obtained the blood glucose reading of 17.2 mmol/l (310 mg/dl) on the reported meter, which was high compared to her expected values of 6.0 mmol/l to 10.0 mmol/l. Based on the elevated reading, the pt's mother instructed the school nurse to administer five units novorapid insulin. At 1:55 pm, the pt experienced the symptoms of shaking and being 'glassy-eyed'. While symptomatic, the pt's blood glucose level was tested to be 4.2 mmol/l (76 mg/dl), using another meter. The pt was treated with 'sugary' food and/or a drink, and felt better afterwards. She did not seek any medical attention. The tsr confirmed that the result of 15.6 mmol/l originally provided was a control solution test, not a blood test; and that the control solution was expired. The pt takes novorapid insulin on a sliding scale based on meter readings and meals. The pt allegedly suffered symptoms suggesting severe hypoglycemia after taking an insulin dose based on an elevated meter reading, and she rec'd treatment with food to alleviate her symptoms. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.